Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles were not dispensing insulin during use. The following information was provided by the initial reporter: material no. 320109 batch no. 9148661. It was reported that needles were not dispensing insulin. Verbatim: consumer's verbatim: I had several needles that did not deliver insulin. When I changed to a different needle insulin came out. I saved the needles.

Event description:
It was reported that bd ultra fine¿ pen needles were not dispensing insulin during use. The following information was provided by the initial reporter: material no. 320109 batch no. 9148661 it was reported that needles were not dispensing insulin. Verbatim: consumer's verbatim: I had several needles that did not deliver insulin. When I changed to a different needle insulin came out. I saved the needles.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Manufacturer narrative:
Investigation: customer returned (2) open 8mm, 31g pen needles without the tear drop label or outer cover in a shelf carton from lot # 9148661. Customer states that the needles were not dispensing insulin. Both returned pen needles were examined and one sample exhibited a broken non patient end of the cannula. The remaining sample was tested and was able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that bd ultra fine¿ pen needles were not dispensing insulin during use. The following information was provided by the initial reporter: material no. 320109 batch no. 9148661 it was reported that needles were not dispensing insulin. Verbatim: consumer's verbatim: I had several needles that did not deliver insulin. When I changed to a different needle insulin came out. I saved the needles.